Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - legal claim received. In addition to what was previously reported, grinding is also alleged. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, loosening and metallosis. Update rec'd 10/15/2013- legal claim received. In addition to what was previously reported, grinding is also alleged. There is no new additional information that would affect the investigation. Records are attached for further review. The complaint was updated on: 11/13/2013. Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal wear and grinding. The liner was unable to be removed from the cup, so the liner was left in. There was no mention of loosening or metallosis. Lab levels provided indicated elevated metal ion levels. The unknown product is being changed to the stem and the cup is being added to the complaint.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No related deviations or anomalies were found. Lot =2788592. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.